Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The customer advised that the external o2 (oxygen) sensor was causing the leak. The customer removed the external o2 sensor and the unit passed the extended self test several times. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The caller reported that the unit logged an exhalation pressure outside range and air flow accuracy error code. There was no patient or user harm reported. The event date was not specified; estimate used.